Event description:
(B)(4). Extreme fatigue end of 2011 placement was on (B)(6) 2011. By (B)(6) 2012 I was having vision problems, balance issues, pain from feet to hips, speech problems, my skin is always red from head to toe, period went from 4 days to 10, became slightly anemic, all blood work came back normal this is the only thing new that I have had in my system! I am having seizures now with no explanation!! I stay tired and in pain. I am only (B)(6) I should be living, working but I can't because I feel like I'm 80.